Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for high pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
The company field service engineer investigated the anesthesia workstation at the hospital. No deviations were found and a system check out was successfully performed. No parts needed to be replaced. The device logs were saved and sent for evaluation. The received device logs show that the reported issues were experienced when prvc was used as ventilation mode. Prvc is a controlled mode of ventilation which combines the advantages of volume controlled and pressure controlled ventilation. The system delivers the preset tidal volume with the lowest possible pressure. The maximum available pressure level is 5 cm h2o below the preset upper pressure limit. If the pressure reaches this limit, the system will deliver as much volume as possible with this pressure. This will also trigger the alarm 'regulation pressure limited'. Our conclusion from the log evaluation is that the maximum pressure level was reached and subsequently alarms such as 'regulation pressure limited' and high 'airway pressure' were generated and if the user would have adjusted the upper pressure alarm limit, the anesthesia system would have been able to give the set volume without generating any alarms.

Event description:
Manufacturer's ref #: (B)(4).